Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the battery cap was pretty tight and a little difficult to remove. Customer stated that she has a crack in her pump and is in the process of getting an upgraded pump. Customer stated that the crack is in the entry to the battery compartment and she noticed it for the first time today when she was changing the battery. Customer stated that the damage occurred from opening and closing the battery compartment. The customer was advised that the insulin pump will need to be replaced. Customer was also advised to discontinue use of the pump and to revert to a back-up plan. Customer also mentioned having a high blood glucose. Customer's current blood glucose was 427 mg/dl. Customer treated with the pump. Customer stated that she has always had unexplainably high blood glucose. Troubleshooting was performed and customer was advised to do a complete set change.